Event description:
It was reported that during a gynecological procedure, the balloon broke off during the case. The surgeon finished the case by using another device. No adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.